Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, forceful retraction and inadvertent incision of the annulus, insertion of an oversized prosthesis, and deeply placed sutures in the myocardium. As stated above, ventricular rupture is typically not device related. In this case, the surgeon stated there was no causal relationship between the valve and the ventricular rupture as the patient had very fragile tissues which required reinforcing with pericardium prior to device implant. The implant of the mitral valve did lead to alteration of the native aortic valve annulus, regurgitation, and necessitated an unplanned aortic valve replacement. The patient had a longer bypass run-time, experienced uncontrolled bleeding, required placement of an intraaortic balloon pump, and expired due to the complications of the surgical procedure. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received the information that this patient with a 25mm mitral pericardial valve and a 21mm aortic pericardial valve expired post explant surgery due to possible left ventricle rupture. Cause of death is likely due to left ventricle rupture, but the location of rupture in left ventricle is unknown. The patient expired with this 25mm mitral pericardial valve. Before implant of the 25mm valve, the patient¿s native annulus and left ventricular wall were significantly fragile, so that they were reinforced with autologous pericardium. The sizing was performed, and a sizer for 27 mm did not go through, so the 25 mm valve was chosen. The patient¿s native annulus was reinforced, but there were some fragile area at implant. After implant, closing the left atrium and declamping, then the patient¿s left ventricle became expanded, and aortic regurgitation was detected in echo. The doctor considered that the suture of this mitral valve could have looped around the patient¿s native aortic valve. The surgeon opened the patient¿s aorta and the suture for mitral valve was not observed, however patient¿s native aortic valve was deformed, so that the surgeon decided to perform aortic valve replacement.